Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na (sodium), k (potassium), cl (chloride) for gen.2 on a cobas 8000 cobas ise module. Patient sample 1: the sample initially resulted in a na value of 183 mmol/l. The sample was repeated three times, resulting in na values of 137 mmol/l, 138 mmol/l and 138 mmol/l. The sample initially resulted in a k value of 5.1 mmol/l. The sample was repeated two times, resulting in k values of 3.7 mmol/l and 3.8 mmol/l. The sample initially resulted in a cl value of 67 mmol/l. The sample was repeated two times, resulting in cl values of 99 mmol/l and 98 mmol/l. No questionable results were reported outside of the laboratory. Patient sample 2: the sample initially resulted in a na value of 155 mmol/l. The sample was repeated three times, resulting in na values of 132 mmol/l, 132 mmol/l, and 133 mmol/l. The sample initially resulted in a k value of 6 mmol/l. The sample was repeated two times, resulting in k values of 5.1 mmol/l and 5.1 mmol/l. The sample initially resulted in a cl value of 78 mmol/l. The sample was repeated two times, resulting in cl values of 97 mmol/l and 98 mmol/l. No questionable results were reported outside of the laboratory. Patient sample 3: the sample initially resulted in a na value of 148 mmol/l and repeated as 136 mmol/l. The sample initially resulted in a cl value of 92 mmol/l and repeated as 102 mmol/l. The questionable results were reported outside of the laboratory and an amended report was issued.

Manufacturer narrative:
The na, k and cl electrode lot numbers and expiration dates were requested but not provided. The customer performed maintenance activities and replaced all electrodes. After the customer performed maintenance, no further issues were reported. The investigation determined the maintenance actions resolved the issue.